Event description:
The information provided to sjm indicated the patient underwent an aortic heart valve replacement procedure on (B)(6) 2008 with this valve due to a stenotic, calcified, native aortic valve. An echocardiogram conducted in (B)(6) 2012 revealed elevated gradients. The patient had repeat echocardiograms to monitor the gradients. On (B)(6) 2013, a follow-up echocardiogram revealed the valve was moderately thickened and calcified with restricted leaflet motion of the right cusp and trace aortic regurgitation. It was the first time the patient was considered for a transcatheter aortic valve replacement procedure since the peak and mean gradients were elevated, but the operation would not be performed until the gradients reached a maximum gradient of 60 mmhg and a mean gradient of 40 mmhg. On (B)(6) 2014, the patient presented to the hospital with shortness of breath and chest pain. Acute respiratory distress was diagnosed and the patient was intubated. Pulmonary edema and restenosis of the bioprosthesis was noted and thought to be due to calcification. A myocardial infarction was suspected from an abnormal ECG and the patient underwent a cardiac catheterization the same day. During the catheterization, the patient had an episode of asystolic cardiac arrest and electromechanical dissociation. Cardiopulmonary resuscitation was performed for 50 minutes, after which the patient was pronounced dead. The cause of death as stated on the death certificate was cardiopulmonary arrest/emd (pea) due to or as a consequence of bioprosthetic aortic valve dysfunction and probable pulmonary embolism.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.